Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. The root cause could not be determined conclusively. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with 2+ diffuse lamellar keratitis (dlk) in the left eye one day post lasik. Topical steroid dosage was increased. The patient did no have any complaints. Additional information has been requested.

Event description:
Additional information received reported dlk has resolved.

Manufacturer narrative:
Previously submitted conclusion code, 11, was incorrectly submitted on initial MDR as the investigation was completed at time of submission. The manufacturer internal reference number is: (B)(4).